Event description:
Our affiliate is reporting that during an acl reconstruction procedure, while the surgeon was drilling the femoral tunnel using a mitek 5mm offset femoral aimer, metal debris was noticed within the patient¿s joint space. The surgeon removed the debris from the patient, and completed the procedure with no reported harm or adverse consequence to the patient. The complaint device was discarded by the customer.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. Furthermore, the age of the complaint device is unknown, and no lot numbers were involved with the complaint event, which precludes conducting a batch history review or a lot specific search in the complaints handling system. Although it was reported to depuy mitek that the complaint device appeared to be bent, this could not be confirmed. If it was bent, this could have resulted in metal debris from the drill pin making contact with the device. While that is one possibility, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should depuy mitek receive any additional complaint event information in the future from our affiliate, a follow-up report will be filed at that time to document the information.